Event description:
Pt brought to cath lab for possible angioplasty, found pt to require surgery. Iab was inserted without any difficulty. Pumping started and blood was immediately noticed in the tubing. Iab was removed with much difficulty. Co wire within exit from iab lumen. Iab finally withdrawn another iab was inserted without any difficulty. Pt was taken to or for surgery.